Event description:
It was reported that during x-ray examination, this right atrial (ra) lead was noticed to be dislodged. The physician decided explant and replace this lead. This lead is not expected to return. No additional adverse patient effects were reported.